Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device started working without the trigger being pressed intermittently. It was further determined that an unknown liquid was found on internal components, the electronic control unit malfunctioned, there were signs of corrosion and an unknown debris on internal components. The assignable root cause was due to component damage caused by improper cleaning methods. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery reciprocator device had continuous power and did not shut off. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.